Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was 83 mg/dl at the time of incident and the current blood glucose level was 101 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as vision issues, unsteadiness on feet, headache. Customer is able to upload to carelink. Customer does not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer visited the emergency room due to low blood glucose on (B)(6) 2019. The customer experienced symptoms related to low blood glucose such as vision issues, unsteadiness on feet and headache when he goes lower than 100 mg/dl. On (B)(6) 2019, the customer experienced the high blood glucose and treated it with the insulin pump. Customer's blood glucose went up to 180 mg/dl after eating breakfast.